Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the implantable cardiac monitor. There were no patient consequences.

Event description:
New information notes programming changes to sensitivity were made. The patient was stable and experienced no adverse consequences.

Manufacturer narrative:
Additional information: section b5 , e, h6.